Event description:
It was reported that a malfunction occurred on the pump. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappeared, which they acknowledged and understood.